Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting loss of capture (loc) and not sensing any signals from the atrium. The physician suspected the lead had dislodged and entered the patients right ventricle. The patient's device was programmed to vvir and no adverse patient effects were reported. The local area field representative reported there are currently no plans for a lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.